Event description:
Received a customer medsun report. The bedside nurse noted droplets coming from the IV tubing below the rate control area and upon opening the door to the IV pump found medication dripping where the silicone segment and pvc tubing meets at the fitment (not sure if upper or lower fitment). The infusion was stopped and the tubing was removed from the pump and patient. There was no report of patient harm or medical intervention. Attempts have been made to contact the customer without response.

Manufacturer narrative:
(B)(4). Although the medwatch report indicates that the device is available for evaluation, the set has not been returned. Attempts to contact the customer to obtain product have been unanswered. A follow up report will be submitted with evaluation results should the device be returned for investigation.